Manufacturer narrative:
It was reported that the ventilator had o2 concentration issues. Five different ventilators were switched out with the same issue for the same patient. The gas company inspected the gas connections and didn't find any issues with connections or pressures in the unit. The ventilator continued to perform properly following the service engineers visit. The customer performed maintenance on their gas blenders and there have been no further incidents since. No device logs were received. No part was replaced. The conclusion is that no technical ventilator malfunction related to the event was found. The ventilator alarmed seemingly as per design to alert the operator about ongoing issues. It is likely that the hospital had problems with its gas delivery system, but this has not been confirmed.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator had o2 concentration issues. There was no patient harm. Manufacturer's ref #: (B)(4).